Event description:
It was reported that the patient was experiencing paralysis and cognitive decline. It is unknown whether the system was explanted due to the paralysis, or if the paralysis occurred post system explant.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Section b3: date of event is estimated. Section b5: during processing of this incident, attempts were made to obtain event information. Further information was requested but not received. Section d6b - date of explant is unknown.

Manufacturer narrative:
A patient experienced paralysis and cognitive decline was reported to abbott. It is unknown whether the system was explanted due to the paralysis, or if the paralysis occurred post system explant. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.